Manufacturer narrative:
Product analysis: it was determined on analysis that the analyzer tested out of specification due to corrosion of the battery contact. The device passed incoming functional tests. The battery contact was replaced and the device passed final functional, electrical and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was determined on analysis that the analyzer tested out of specification during manufacturer assessment.